Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approximately 16 days it was reported that loss of capture was observed. A surgical revision of the lead was done. Lead remains implanted.